Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatine kinase on a cobas 8000 c702 module. The sample initially resulted in a ck value of 4340 u/l and it repeated as 186 u/l.

Manufacturer narrative:
Calibration and controls were acceptable during the time of the event. A general reagent issue can be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.